Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed an open irritation under his left breast. The irritation was open and seeping. The patient reported that he had tried several recommendations from his physician but the recommendations did not work. The patient then used an anti-itch cream and the irritation was improving. The patient's medical outcome is unknown.